Event description:
Brush head to fall off...device broken - oral-b [device breakage]. Metal pin is super thin and bent - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the metal pin on the oral-b pro 3 3000 toothbrush, model 3772, was super thin and bent. This caused the oral-b toothbrush head to fall off because the device was broken. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head to fall off...device broken - oral-b [device breakage]. Metal pin is super thin and bent - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the metal pin on the oral-b pro 3 3000 toothbrush, model 3772, was super thin and bent. This caused the oral-b toothbrush head to fall off because the device was broken. No injury was reported. 19-jun-2024 case update: the suspect product lot was 3ca13872154. The concomitant product lot was t306. No injury was reported. 09-jul-2024 case update from information initially received on 19-jun-2024: the concomitant product was oral-b power oral care refills cross action antibac eb50ab. No injury was reported.

Manufacturer narrative:
01-aug-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.